Event description:
Improper management recall . Bd has assumed some of their responsibility of recalling their mistake by announcing the recall and sending prepaid shipping labels and packing envelopes with return instructions, but they have passed their responsibility of replacing the items belonging to their customers/patients to local pharmacies, who in some cases, are not capable of that function. Dates of use: (B)(6)- returned.